Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was performed. The customer stated that she was bike riding and the buttons may have been pressed. The device was rested for a few minutes and the screen was still frozen. Advised the customer to let the insulin pump rest for a couple of hrs. The customer called back and stated that the device had rested for couple of hrs and she was still receiving button error alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.